Manufacturer narrative:
Pump passed self-test and active current measurement. No unexpected replace battery alarm during testing. However, pump received with a high sleep current measurement. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: battery cycle 9.0 received the low battery alert (104) on 06/25/2025 12:53:00 after more than 7 days at 14.25 days. Battery cycle 7.0 received the low battery alert (104) on 06/11/2025 06:56:00 faster than expected at 3.1 days. Battery cycle 6.0 received the low battery alert (104) on 06/08/2025 00:13:00 after more than 7 days at 18.51 days. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor and motor noted. ¿however, corroded battery tube noted during visual inspection. Swapping out test boards confirms high sleep current measurement is isolated to pcba 1. The test p cap locks properly in place in the reservoir compartment noted. Pump received with broken belt clip rails, cracked case at corner of the belt clip rails, cracked select button keypad overlay, scratched case and minor scratched lcd window identified during the visual inspection. Customer alleged for unexpected battery power loss confirmed in the pump history and pump received with a high sleep current measurement, problem isolated to the pcba 1. Unexpected battery power loss was confirmed, suspecting hardware issue. Corrosion battery tube found during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a replace battery alarm even after putting a new battery. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was partially performed, and the customer stated that this was the second occurrence of receiving a replace battery alert without receiving a low battery warning first. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.